Manufacturer narrative:
This issue was resolved via software release. During a recent FDA inspection from (B)(6) 2015, the FDA inspector reviewed certain complaints from 2011-2012 that were associated with alleged diagnostic ultrasound system malfunctions occurring during stress eco exams. We determined, at the time of receipt of these complaints, that the events were not reportable. As a result of the inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this complaint as an MDR. These were submitted as paper copies on (B)(6) 2016 because we could not get the emdr tool to work and we had been instructed to submit them in paper form. They were returned on (B)(6) 2016 by usps mail with a notification that paper copies were no longer accepted. Follow up with FDA advised us to include an explanation of when we attempted to submit the reports via paper.

Event description:
Lost studies following portable exam.